Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, patient's device was found to be in backup vvi mode. Programming changes were made, and device was restored back to normal settings. The patient was stable.